Manufacturer narrative:
(B)(4).baxter evaluated the device and determined a mechanism screw was lodged between the camshaft and motor causing the motor gear to slip, an issue which has a causal relationship to "system error 105" alarms. The screw was removed and the motor gears were replaced.

Event description:
During review of the event history log, system error 105 was observed. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.